Event description:
It was reported that during training, a mannequin was placed onto the autopulse platform on the floor. The customer reported that there were no obstructions of the device vents. The platform performed compressions for approximately 8 to 12 minutes and then stopped and displayed a user advisory 41 (patient temperature sensor failure) message. There were no reports of any patient involvement. No further details were provided.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and found that the flexible patient restraint assembly, restraint pin assembly, motor cover, and encoder cover were all damaged. The battery partition cover was also found to be missing. The reported complaint of the platform exhibiting a ua 41 was not observed during functional testing. The platform was run with a fully charged battery for 45 minutes and no faults were exhibited. A review of the archive was performed and no anomalies or errors were observed on the reported event date of (B)(6) 2015. However, numerous ua 11 (max patient temperature exceeded) and ua 41 (patient temperature sensor failure) codes were recorded on other dates. Based on the investigation, the parts identified for replacement were the flexible patient restraint assembly, restraint pin assembly, motor cover, encoder cover and the battery partition cover. The patient temperature sensor was replaced as a precaution to remedy the reported ua41. In summary, the customer's reported complaint of the platform displaying a user advisory (ua) 41 was confirmed through archive review. Per the autopulse® maintenance guide (p/n 11653-001) ua11 is exhibited when the air vents are blocked, or the environment is too warm. A root cause of the ua 41 was unable to be determined. However a probable cause of the ua 41 could have been due to the vents becoming obstructed causing the platform to overheat. The patient temperature sensor was replaced as a precaution to remedy the reported ua41. Following service, including replacement of the damaged parts, the device passed all testing criteria.